Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five years of deployment, computed tomography was revealed severe tilting of the filter with embedded hook in the inferior vena cava wall in addition to penetration of several filter legs through the wall of the inferior vena cava. Eventually, two days later, additional comments reported the clot burden actually extended above the inferior vena cava filter which was well below the confluence of the renal veins. The filter was significantly angled. 1 limb of the filter was extended to well through the wall of the inferior vena cava. Around, one month and thirteen days later, filter removal procedure was performed. Under ultrasound guidance, the right internal jugular vein was accessed with a 21 gauge micropuncture needle followed by the passage of a wire centrally. An bentson wire was directed below the level of the inferior vena cava filter, and a 5 french cannula pigtail flush catheter was placed into the inferior vena cava below the level of the indwelling filter where venography was performed. Over wire, the catheter was removed, and an 18 french sheath was placed into the inferior vena cava just above the level of the indwelling filter. A 5 french motarjeme catheter was used to loop an 0.035 angled glidewire around the inferior vena cava filter, the distal tip of the glidewire was captured using a 25 mm gooseneck snare, and the glidewire was retracted through the sheath, created an in situ snare. Forceps were used to grasp the neck of the inferior vena cava filter, which was subintimal. The forceps were removed, and a 16 french glidelight laser sheath was advanced over the glidewire and used to perform cautery of the intima. Multiple wires, catheters, and sheaths were used in combination attempted to withdraw the retrieval hook of the inferior vena cava filter out of the intimal layer, and into the inferior vena cava lumen. The forceps were used to grasp the retrieval hook of the inferior vena cava filter and freed from the intima. Then, attention was turned to the right common femoral vein, where under ultrasound guidance, it was accessed with a 21-gauge micro-puncture needle followed by passage of a wire centrally. Following serial dilation, and over wire, a sheath was placed. Via the right internal jugular access site, the inferior vena cava filter was then retracted and collapsed into the 18 french sheath and removed. All wire and catheter manipulations were performed under fluoroscopic guidance. Initially, scout radiograph demonstrated a bard inferior vena cava filter to be severely off axis in the infrarenal inferior vena cava with apparent penetration of both the hook as well as several legs through the inferior vena cava wall. Initial venacavogram showed the inferior vena cava to be widely patent with no filling defects within the filter. Successful removal of the filter was made. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc), however, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced thrombus above the filter post-deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, migrated and struts perforated into the inferior vena cava wall. The device was removed percutaneously. The current status of the patient is unknown.